Manufacturer narrative:
The cycler was returned for evaluation. During a simulated treatment, weighed and recorded the amount of fluid in the pseudo-patient bag after each fill, and compared the weighed fill values in each cycle with the treatment¿s programmed fill setting the simulated treatment was performed, completed without any failures or problems. The cycler weighed fill volume values were within tolerance the system air leak passed. The voltage check passed. The load cell value and verification was within tolerance. A visual inspection of the returned cycler exterior showed no sign of physical damage. There was no presence of visible liquid or evidence of past fluid within cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler had alarmed for air detected in the cassette during fill 1. During the drain the patient drained out a larger volume than expected. When the drain was complete the patient had drained 4940 ml from a fill of 2498 ml. The patient reported feeling dyspnea prior to the drain. Treatment continued following the large drain. The cycler was replaced.. The patient was advised to inform her nurse. During follow up the patient reported she did stop treatment and perform manuals after disconnecting from technical support. She did not require medical intervention due to the overfill. The reported large drain of 4940ml was 198% over the expected drain volume which resulted in a reportable device malfunction.